Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent surgery for recurrent hernia repair and the doctor noted "the small bowel was in the hernia sac, it was densely adherent to the mesh...a tedious lysis of adhesions was required to chip away the small bowel from its dense adhesions to the abdominal wall mesh requiring sharp dissection and use of scalpel to carve it away...a fist-sized, rock-hard mass was noted in the defect...with the entire hernia sac removed the prior piece of mesh was noted and was mostly torn away from the abdominal fascia in greater than 75% of its circumference." It is unclear if any of the mesh was explanted during this procedure. No medical records have been provided; however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent incisional hernia repair. As reported, a bard/davol flat mesh (marlex) was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent recurrent hernia repair. As reported, upon entering the abdomen, the surgeon noted "the small bowel was in the hernia sac, it was densely adherent to the mesh...a tedious lysis of adhesions was required to chip away the small bowel from its dense adhesions to the abdominal wall mesh requiring sharp dissection and use of scalpel to carve it away...a fist-sized, rock-hard mass was noted in the defect...with the entire hernia sac removed the prior piece of mesh was noted and was mostly torn away from the abdominal fascia in greater than 75% of its circumference." Additionally, the patient's small bowel was resected during the procedure "due to extensive deserosalizations from dense adhesions to the abdominal mesh." As reported, the patient continues to experience complications from the failed bard/davol hernia mesh. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective bard/davol hernia mesh.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent surgery for recurrent hernia repair and the doctor noted "the small bowel was in the hernia sac, it was densely adherent to the mesh...a tedious lysis of adhesions was required to chip away the small bowel from its dense adhesions to the abdominal wall mesh requiring sharp dissection and use of scalpel to carve it away...a fist-sized, rock-hard mass was noted in the defect...with the entire hernia sac removed the prior piece of mesh was noted and was mostly torn away from the abdominal fascia in greater than 75% of its circumference." It is unclear if any of the mesh was explanted during this procedure. No medical records have been provided; however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct expiry date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 years 4 months post implant of bard flat mesh, patient was diagnosed with adhesions, inflammation, necrosis, bowel obstruction and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list inflammation as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent incisional hernia repair. As reported, a bard/davol flat mesh (marlex) was implanted in the patient during this repair. (B)(6) 2016: the patient underwent recurrent hernia repair. As reported, upon entering the abdomen, the surgeon noted "the small bowel was in the hernia sac, it was densely adherent to the mesh...a tedious lysis of adhesions was required to chip away the small bowel from its dense adhesions to the abdominal wall mesh requiring sharp dissection and use of scalpel to carve it away...a fist-sized, rock-hard mass was noted in the defect...with the entire hernia sac removed the prior piece of mesh was noted and was mostly torn away from the abdominal fascia in greater than 75% of its circumference." Additionally, the patient's small bowel was resected during the procedure "due to extensive deserosalization from dense adhesions to the abdominal mesh." As reported, the patient continues to experience complications from the failed bard/davol hernia mesh. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective bard/davol hernia mesh. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with incarcerated incisional hernia thereby underwent adhesiolysis and open repair with the implant of bard flat mesh. Per operative notes, ¿the hernia sac was opened and adhesions were bluntly dissected. A large defect was closed with bard flat mesh and sutured around the fascia itself.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated ventral hernia, partial small bowel obstruction thereby underwent open repair with extensive lysis of intra-abdominal adhesions and explant of bard flat mesh. Per operative notes, ¿the hernia sac was identified and resected. It was found multiple defects within the sac. Lysis of adhesions to chip away the small bowel from its dense adhesions to the abdominal wall was performed. A subcutaneous mass was noted next to the hernia sac which may be necrotic adipose tissue. Small bowel obstruction due to the adhesions was found. With the entire hernia sac removed, the prior piece of mesh was noted mostly torn away from the fascia and the remaining hernia defect was closed.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, mesh migration, mesh shrinkage, hernia recurrence, pain & suffering.

Manufacturer narrative:
Addendum to previous information. This supplemental emdr is being sent to document the product lot number, manufacture date, and expiration date of the bard/davol flat mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. With the current information available, no definitive conclusions can be made. Note the date of implant alleged by the attorney ((B)(6) 2005) is prior to the date the alleged device implanted was manufactured (10/28/2011). Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent incisional hernia repair. As reported, a bard/davol flat mesh (marlex) was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent recurrent hernia repair. As reported, upon entering the abdomen, the surgeon noted "the small bowel was in the hernia sac, it was densely adherent to the mesh...a tedious lysis of adhesions was required to chip away the small bowel from its dense adhesions to the abdominal wall mesh requiring sharp dissection and use of scalpel to carve it away...a fist-sized, rock-hard mass was noted in the defect...with the entire hernia sac removed the prior piece of mesh was noted and was mostly torn away from the abdominal fascia in greater than 75% of its circumference." Additionally, the patient's small bowel was resected during the procedure "due to extensive deserosalizations from dense adhesions to the abdominal mesh." As reported, the patient continues to experience complications from the failed bard/davol hernia mesh. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective bard/davol hernia mesh.